Event description:
Complainant alleged that while attempting to monitor and defibrillate a pt being treated for trauma, the clinicians had to "press the "mfc" cable on the device to make good contacts", and the device displayed a "check electrodes" message. The clinicians were able to continue using the device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.